Event description:
Patient's cadd legacy pump, serial number (B)(4), reported a "no disposable, clamp tubing" error. The error alarm went off while the patient was getting ready for bed in the evening. He made sure the cassette was properly attached, but the alarm continued to sound. He switched to his backup pump right away so that there would not be a lapse in his infusion. A replacement pump is being sent to the patient. Dose or amount: 18ng/kg/min. Frequency: continuous. Route: intravenous. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.